Manufacturer narrative:
This is 1 of 2 reports. Device is not available.

Event description:
It was reported that during the treatment of the arteriovenous malformation (avm) aneurysm, while advancing the coil (subject device) through the microcatheter, the coil prematurely detached in the microcatheter. The coil was removed with the microcatheter as a single unit. The physician completed the procedure and aneurysm was occluded. It was later (date unknown) reported that the patient re-bled and was in critical condition. However, patient did not require an extra neurovascular interventional procedure. The exact location of the bleeding is unknown to date. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that resistance was experienced during advancement of the coil through the microcatheter. It is possible for the coil to have incurred damage during advancement resulting in the friction, and it may have detached when retracted from the microcatheter. Based on the information currently available, it appears that procedural factors contributed to the reported friction resulting in the coil detachment. Therefore, operational context was assigned to the reported coil detachment. However, hemorrhage is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during the treatment of the arteriovenous malformation (avm) aneurysm, while advancing the coil (subject device) through the microcatheter, the coil prematurely detached in the microcatheter. The coil was removed with the microcatheter as a single unit. The physician completed the procedure and aneurysm was occluded. It was later (date unknown) reported that the patient re-bled and was in critical condition. However, patient did not require an extra neurovascular interventional procedure. The exact location of the bleeding is unknown to date. No further information is available.